Event description:
Boston scientific received information that while trying to place this right ventricular (rv) lead through tortuous anatomy the helix extended on its own and became stuck in the subclavian vein. The lead was explanted; however, the helix remains stuck in the patient¿s vein. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and fractured. Dried blood was present in the helix housing and the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.